Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications which may require intervention are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr). The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including predilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, the root cause of the reported lcfa rupture cannot be confirmed; however, the 28fr dilator would not pass the distal aorta, and unsuccessful attempts were made to place the 24fr sheath at the start of the procedure. It is likely that vessel characteristics, either mld and/or calcification, prevented insertion of these devices, and this sequence of events may have contributed to the lcfa rupture. In addition, with additional angiogram, it was believed that one of the prostar sutures had malfunctioned. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported be the edwards clinical specialist, when the sheath was removed at the conclusion of the transcatheter aortic valve replacement (tavr) procedure, a rupture of the left common femoral artery (lcfa) was noted on angiogram. Per report, access gained on the right femoral artery with crossover to the left. Percutaneous access was gained on the left femoral artery and prostar sutures were placed. The patient's vessels were dilated with the 16, 20, 22, and 25fr dilators; moderate friction was experienced with the 22 and 25fr dilators. The 28fr dilator would not pass into the distal aorta. The 24fr sheath could not be advanced, so the medical team decided to place the 22fr sheath and implant a 23mm sapien valve. Following valve deployment and removal of the sheath, a rupture of the left common femoral artery (lcfa) was noted on angiogram. The crossover balloon was used to occlude flow to stabilize the patient's blood pressure, and then used to inflate across the rupture. With additional angiogram it was believed that one of the prostar sutures had malfunctioned. A covered stent was used to repair the rupture. 45 minutes after the procedure it was reported that the patient became unstable and an intraaortic balloon pump (iabp) was placed. The valve was looked at under cine and appeared to be functioning well. The degree of calcification and the minimum luminal diameter (mld) of the access vessel were not available.